Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however defects were identified during service evaluation. Hence this complaint can be confirmed. It was found that the capacitors at the rf board were burnt and the 5-pin socket was corroded. Also the tamper-proof seal was found to be damaged. The defective rf board was replaced along with the defective socket assembly, the socket connection between the ID and rf boards secured with silicone sealant, the software was upgraded, a mechanical upgrade was performed, and the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 5-way socket assembly. Also the damaged tamper-proof seal is an indication that someone not authorized has opened the device. The burnt capacitors are most likely caused due to external factors like a power surge into the device. However this cannot be conclusively confirmed. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device serial number : (B)(6), and no non-conformances were identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the vapr3 generator device failed electrical safety test at the service center. There was no procedure nor patient involvement reported. No additional information was provided.